Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "keep beeping occlusion" was unable to be reproduced. The device was tested for downstream occlusion and upstream occlusion and it passed both. A review of the event history log (ehl) revealed occurrences of downstream occlusion and upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor values to be out of specification. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed an occlusion accompanied by continuous beeping. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.